Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on 6/8/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that both head restraints were damaged. The load plate cover was also found to be damaged. The physical damages found during visual inspection are unrelated to the reported complaint. A review of the platform's archive data was performed and found that no faults occurred on (B)(6) 2015. This could be due to the data being overwritten. The archive data however, did show that multiple user advisory (ua) 45 (not at "home" position after power-on/restart) messages occurred on (B)(6) 2015, thus confirming the customer's reported complaint of the lifeband being unable to be recognized. Functional testing was performed and the reported complaint was unable to be duplicated. Unrelated to the reported complaint, the platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message, during load cell characterization testing. Further inspection identified that the load cells were defective. Based on the investigation, the parts identified for replacement were the head restraints, load plate cover and load cells. However, the device will not be repaired at this time. In summary the customer's reported complaint was confirmed during review of the platform's archive. A root cause for the reported complaint could not be determined. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint. The physical damages found during visual inspection are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that during patient use, the autopulse platform provided an indication that the lifeband was unable to be inserted or recognized. No adverse patient sequelae was reported. Manufacturer has attempted to obtain additional information, however no further information has been provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.